Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the door to be replaced to resolve the issue. Block a: no report of patient involvement. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in the heater door not working properly. There was no patient involvement.